Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) gave a motor controller failure error message during repair activity. In addition, pump display went blank. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). Livanova field service representative dispatched to the facility confirmed that problem is with the drive unit, that needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2014. No short-term or long-term trends has been detected for the reported type of failure. Based on the above finding, it cannot be ruled out that the root cause of the event can be traced back to a cp5 drive unit which became faulty due to the prolonged use under load leading to possible overheating. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.